Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), during post operative check patient experienced failure of implant to integrate. Implant was loose and was bone grafted. Implant site was cleaned with curette.